Event description:
It was reported that the hex driver doesn't fit in the 3.7mm implant transfer mount or implant. It was mentioned that it was tried on different implants, and it fit snuggly in the 4.7mm but would not fit the 3.7mm.

Manufacturer narrative:
After additional information was received on october 27, 2017, it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submissions for MFR- 0001038806-2017-00652 submitted on (sep 21, 2017) is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. The following sections were updated: date of this report, add expiration date, UDI not available, date received by manufacturer, follow-up number, add follow up type, added device manufacture date, labeled for single use change from "yes to no"., additional narrative.